Event description:
It was reported that the pump was found with the fill port facing the abdominal cavity. The pump was found flipped via ultrasound on (B)(6) 2013. The physician gently manipulated the pump so that it flipped 180 degrees into its previous "normal configuration" the same day. An ultrasound was again taken and the pump fill port was facing upwards towards the skin and the pump oriented correctly into its subcutaneous pocket. The issue was resolved. The pump was delivering morphine. The severity of the event was noted to be "mild".

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).